Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of a giant saccular, ruptured aneurysm. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure was good and blood flow was maintained in all vessels. It was reported that the aneurysm was planned to be treated with flow diverter plus coiling. The physician was deploying pipeline vantage 4/25. After 20% of device deployment, the device was not opened even after trying all possible ways. The physician had to take out the device and finished the case with another pipeline vantage 4/25. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was used for an indication that is approved (off-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include axium coils.

Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline vantage tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker or with the proximal bumper. The distal hypotube is in good condition, and no damages were noted on the pushwire. The braid¿s distal and proximal ends are opened with no damage, and the middle part was fully opened without damage. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ complaint could not be confirmed, as the returned pipeline vantage braid¿s middle part was fully opened without damage. However, the root cause of the failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, an improperly sized braid to the anatomy, the braid being overstretched during delivery, and the user deploying the braid in the vessel bend. In this event, the customer stated minimal vessel tortuosity was observed, the device was not placed in a vessel bend, and no damage was noted on the braid, ruling out vessel tortuosity, the user deploying the braid in the vessel bend and damaged braid as potential causes. Therefore, an improperly sized braid to the anatomy and the braid being overstretched during delivery could have contributed to the failure to open issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.